Event description:
A pt in (B)(6) had just begun a dialysis treatment on an innova dialysis machine with a cartridge blood tubing set when the machine generated low arterial and venous pressure alarms. The pressure alarms continued despite a second arterial puncture. The nurse observed the dialysate was red colored and terminated treatment. Treatment was restarted on a different machine with a new blood tubing set. Within the first few minutes of treatment, the machine generated the air detection alarm and blood was visible in the dialysate. Treatment was terminated, blood was drawn and the sample was hemolyzed with a k+: 5.5. The pt complained of diarrhea; the dialysis treatment terminated and rescheduled for the following day. The following day, the pt returned to a different dialysis unit for treatment. He was pale and reported he had diarrhea and vomiting in the night. He began treatment on another machine (non gambro) and blood tubing set (non gamro) and again blood was visible in the dialysate. Blood was drawn and the sample hemolyzed; hgb: 8.6. The pt was transferred to the hospital where a blood sampling was taken and results showed that the plasma was hemolyzed; hgb: 7.6. The pt became febrile, blood cultures were positive for e. Coli. The pt was diagnosed with hemolysis due to infectious gastroenteritis. It was reported that the pt later expired. The involved blood tubing set was discarded and will not be returned to gambro.

Manufacturer narrative:
The innova dialysis machine was not requested to be checked by a gambro technician. No machine malfunction was suspected and the machine was not taken out of service. No further problems were reported for the involved machine.